Manufacturer narrative:
(B)(4) initial and final emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The patient also had a highly inflamed catheter exit site. However, the threads should have been pulled already. Our advice from our staff to contact the family doctor. Update 29.11.2018: according to the complaint procedure, the inflamed catheter exit site was before the breakage of the introducer pin. The patient was on (B)(6) 2018 in our system added . The implantation was probably two days earlier. The sutures of the catheter should have been removed originally on (B)(6) 2018. This was not done. The valve change has restored the full function. Our field staff has pointed out to the patient the pulling of the seams. Patient currently has no problems and feels fine. (State complaint).